Event description:
Powder and liquid contained in product are completely unlabeled except for warning of flammability. The instructions indicate that the components are to be mixed. Rptr is concerned regarding potential for numerous problems related to lack of labeling.